Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The pump was returned for investigation. The impeller blades were damaged. There was no instance of biomaterial or any foreign material ingested. The logs were not returned for investigation. The root cause of the low pump flow is due to a damaged impeller, however the cause of the damage is unknown since limited clinical information was provided. Added- d9 device return date, h6 problem code 2954

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. After inserting the impella cp, the heart pump initially delivered a pump flow of 3 l/min, which then suddenly dropped to 0.1 l/min. To rule out suction as a cause, the correct positioning of the pump in the left ventricle was checked and found to be good. Therefore, the initial impella cp was replaced with a new impella cp. With the new impella cp heart pump, the percutaneous coronary intervention (pci) procedure could be carried out without any problems. The patient was subsequently stable and was transferred to the intensive care unit.